Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise resulting in three inappropriate shocks on three different occasions resulting in prolonged hospitalization. The noise observed is suspected to be related to air entrapment. The device was reprogrammed from the primary sensing vector to the secondary sensing vector. The device remains implanted and in service.